Event description:
It was reported when using the bd vacutainer® k2e 3.6mg plus blood collection tubes there was inadequate draw volume collected in 15 devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd received 3 photos for investigation, and evaluation of the three photos demonstrates underfill. Additionally, functional tests were conducted on 20 retained samples, and all samples were found to be within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: underfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2e 3.6mg plus blood collection tubes there was inadequate draw volume collected in 15 devices. No adverse impact was reported regarding the patient or user.